Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this pacemaker had twiddled their device. Surgical intervention was performed and the pacemaker was repositioned and remains in service. No additional adverse patient effects were reported.